Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2006, 694765 lead, implanted: (B)(6) 2009. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bacteremia. The cardiac resynchronization therapy defibrillator (crt-d) system was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. The distal conductor of the lead became extrinsically fractured due to melting. Visual summary analysis of the lead indicated apparent explant damage.